Event description:
The customer reported that the system would not boot up, the system will fail to boot if the ups malfunctions. This can result in a loss or functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.